Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient arrived in the ER after receiving a shock. It was discovered that the right ventricular lead had dislodged. The physician elected to explant the passive lead and place an active lead. The patient was stable throughout the procedure.